Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "allergic reaction/hypersensitivity" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side implant ruptured (inflammations and swellings since 6 months)" and "left side shows rejection reaction".

Event description:
Physician reported "left side shows rejection reaction" unknown if the device has been explanted.